Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and pain in shoulder. One day prior to the peritonitis diagnosis, the patient experienced abdominal pain and pain in shoulder. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing), ceftazidime injection (1gm, once a day, ongoing) and amikacin injection (1/2 ml per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.